Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia with blood glucose value of 500 mg/dl. Customer's blood glucose value at the time of incidence was 185mg/dl. Customer refused to troubleshoot for the high blood glucose because insulin pump being replaced due the reservoir lip ring issue. Customer stated reservoir was unable to lock in place when inserted into the insulin pump. It was unknown that if the insulin pump was in auto mode at the time of the incident. The device will not be returned for analysis.